Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. However, after the device had been aerated, the image was fine. Additionally, there was a leak from the instrument channel and both the scope cover and connector were wet. The up angulation was low, cracks on both sides of the bending suction cover glue and the distal end was scratched and dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had scope communication errors e315 and e311 ( no image) prior to an unknown procedure. The procedure was completed with a similar device. There was no delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code e315 and loss of image was due to damaged electrical parts, as a result of water invasion caused by a leaked biopsy channel. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.¿ olympus will continue to monitor field performance for this device.